Manufacturer narrative:
(B)(4). Unknown, assumed 1st day of month that complaint was reported. Batch #unk. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
Hospital had an el5ml with a crack in the packaging that went across the sterile area. No delay, patient ok. A new el5ml was opened to complete surgery.

Manufacturer narrative:
(B)(4). Per photographic evaluation: upon visual inspection of the picture, the tyvek unit appears to be damaged/broken on the corner. However, no conclusion could be reached as the device was not returned for analysis. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this lot.